Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain. Additional information received 04/25/2016. Added hospital, lot number and implant/explant date.